Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The difficulty opening and closing the foot could not be tested due to the foot separation. The foot separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the device was still used without bleed back from the marker lumen. It should be noted that the perclose proglide instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. It is unknown if the reported violation of the IFU contributed to the reported difficulties. It was also reported that resistance was felt during removal and excessive force was used to pull the proglide device out. The IFU states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary interventional using a 6f sheath. The device was successfully pre-flushed during prep. Reportedly, the device was advanced; however, there was no brisk bleed back from the marker lumen. Despite this, the device was deployed to see if that would help with getting brisk bleed back; however, the lever was lifted and partially closed as the foot got stuck. The lever was attempted to be opened and closed again but it was unsuccessful. Hand pressure was applied and force was used to remove the device. The device was successfully removed; however, it was noticed that a foot separation occurred. The location of the separated foot is unknown; however, an x-ray was taken at the access site and it was confirmed there was no foreign object in the anatomy. Hemostasis was achieved via manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.